Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, during a valve-in-valve case in mitral position, the first commander delivery system balloon shoulder may have interacted with the atrial septum and pushed the 29mm sapien 3 valve ventricular. The first valve landed too ventricular. Patient's pressure was low 40's. Compressions were started while the second valve was prepped. The second valve was implanted without any issues. It was speculated that either the balloon shoulder interacted with the septum since it was a shorter distance, or the sapien 3 valve did not anchor in the surgical valve. The septal puncture was as high as it could go with the patient's anatomy.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-09984. Updated section h6- type of investigation, findings, and conclusions. Correction to section d1- brand name and h6- device code. The device was not returned for evaluation. The complaint for inflation difficulty and/or incomplete inflation was unable to be confirmed as no device or imagery were provided for evaluation. A review of instructions for use/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Per event description, "during a valve-in-valve case in mitral position, the first commander delivery system balloon shoulder may have interacted with the atrial septum and pushed the 29mm sapien 3 valve ventricular. The first valve landed too ventricular." Based on the event description and as description stated the patient "septal puncture was as high as it could go with the patient's anatomy" and "it was speculated that either the balloon shoulder interacted with the septum since it was a shorter distance, or the sapien 3 valve did not anchor in the surgical valve", it is possible that the patient's left ventricle anatomy was constrained. If the left ventricle anatomy was constrained, then the delivery system and thv may have not been coaxial across the pre-existing valve during thv deployment. As such, this may have caused the proximal balloon shoulder of the delivery system to interact with the atrial septum during thv inflation and led to the thv to move more ventricular during or after deployment. However, due to limited information provided, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.